Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the he surgeon's incorrect positioning caused the inlay to have fractured.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the ceramax inlay is both mispositioned and fractured.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no product was returned but we did receive a photograph of the explanted products showing a broken ceramic liner. The information received was that the liner had been positioned incorrectly. Previous complaints have shown that when the liner is not fitted into the shell correctly this causes a stress point on the liner which can result in the liner fracturing. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.